Event description:
The customer reported that vasoseal was used on 6/25 following a stent placement. The pt previously had a procedure performed at this puncture site on 6/18. Pt presented to emergency room on 6/27 with groin pain. Ultrasound was done with (-) results, and pt was sent home. Pt returned 6/28 with same complaints. Another ultrasound was done with same findings. Pt was seen in hosp on 6/29 with groin pain and drainage. Site was cultured and pt was referred to a surgeon. An incision and drainage was done and pt was placed on antibiotics. Culture results showed a staph aureus and klebsiella pneumoniae infection.